Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis evaluation. The instrument was found to have a broken molded insulator. The broken piece, measuring approximately 8.63mm x 3.46mm, was not returned with the instrument. The instrument was also found to have a dislodged grip tip. This failure is likely due to the broken molded insulator. The grip tip was observed to be still attached to the instrument through the conductor wire. A review of an image of the instrument, which was provided by the customer, was performed. The image appears to exhibit a fenestrated bipolar forceps instrument with a broken molded insulator on one of the grips, causing the grip tip to hang from the bipolar conductor wire.

Event description:
It was reported that during a da vinci-assisted reconstructive urology procedure, the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was attempting to grasp tissue when the customer noticed that the instrument's jaws were not closing. It was further noticed that the instrument's jaw was broken. The surgeon stated that the instrument did not collide with any other instruments or other hard materials during the procedure. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff also did not notice any damage to the cannula after the event occurred. There was no damage to the instrument either. All fragments were retrieved and a visual inspection was performed. No additional surgical procedure was needed to remove the fragments. No postoperative tests, like an x-ray or ultrasound, were performed to check for remaining fragments. The customer used a new fenestrated bipolar forceps instrument to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.